Event description:
The complainant stated that the head section will run down on its own.

Manufacturer narrative:
The account has not completed repairs. A follow-up report will be sent once the customer discloses their investigation.